Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision surgery with implantation of an unknown mentor gel implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade iii capsular contracture. As a result, the patient will undergo removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-01992 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).